Manufacturer narrative:
The initial report stated all results were from 1 patient sample. It was clarified that the results from (B)(6) 2021 were from one sample and the result from (B)(6) 2021 was from a 2nd sample from the same patient. It is not known which result was believed to be correct. The field service engineer (fse) checked the instrument and did not identify any issues. The fse performed annual preventive maintenance which included replacing the measuring cell and pinch valve tubing. The customer has had no further issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys toxo igg (toxo igg) on a cobas e 411 immunoassay analyzer. The initial result was 0.179 iu/ml with a data flag. The sample was repeated twice with results of 0.176 iu/ml with a data flag and 5.30 iu/ml on (B)(6) 2021 the result was 0.130 iu/ml with a data flag. All results were reported outside of the laboratory. The toxo igg reagent lot number was 517859. The expiration date was not provided.